Event description:
Pt underwent cryosurgery ablation of prostate cancer with grid placement on perineum. Post-operatively, was found to have thermal burn to perineum in shape of grid, required grafting to repair.